Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have a pregnancy with contraceptive device ("pregnancy"), was found to have weight increased ("weight gain") and experienced alopecia ("hair loss") and adenomyosis ("adenomyosis"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, pregnancy with contraceptive device, weight increased, alopecia and adenomyosis outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered adenomyosis, alopecia, medical device removal, pregnancy with contraceptive device and weight increased to be related to essure. "Concerning the injuries reported in this case, the following were described in social media : adenomyosis, alopecia, medical device removal, pregnancy with contraceptive device and weight increased". Most recent follow-up information incorporated above includes: on 20-jan-2020: addition of imdrf codes. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') and pregnancy with contraceptive device ('pregnancy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), was found to have weight increased ("weight gain") and experienced alopecia ("hair loss") and adenomyosis ("adenomyosis"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, pregnancy with contraceptive device, weight increased, alopecia and adenomyosis outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered adenomyosis, alopecia, medical device removal, pregnancy with contraceptive device and weight increased to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media : adenomyosis, alopecia, medical device removal, pregnancy with contraceptive device and weight increased". No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.